Event description:
Mynxgrip vascular closure device was used at the conclusion of an angio. Once the device was deployed and removed, the chemical bonding piece of the device floated to the surface of the incision. Another one was not used and instead manual pressure was applied for the appropriate amount of time.